Manufacturer narrative:
The soft cannula was not observed to be bent, kinked, or otherwise damaged. Download data showed no timeouts or drive stalls and generated no alarms that would indicate any struggle to deliver insulin. Fluid path testing and a leak test found fluid was able to flow along the full fluid path with no leaks or blockages. No damages or defects were observed that would indicate leaking during wear. Inspection of the needle mechanism, bottom housing and e-seal found no abnormalities that would lead to improper insertion of the cannula.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 15.1 mmol/l (271.8 mg/dl) while wearing the pod between 5 and 24 hours. The patient reported insulin leaking and being unsure if the cannula was properly seated in the infusion site (abdomen) and when removed the cannula appeared to be bent. As treatment, a new pod was placed.